Event description:
It was reported that the pcb00 lens came out with the trailing haptic twisted over and under the optic. When the haptic comes free it swings up and around whereby it was reported that it could potentially cause damage to the endothelium. No patient injury has been reported.

Manufacturer narrative:
(B)(4). This field is not completed as this report is being filed on an international product tecnis itec preloaded 1-piece iol, model pcb00, which has a similar product, tecnis 1-piece iol zcb00 that is distributed in the united states under PMA p980040. Device manufacture date is unknown because the serial number is unknown all pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.